Event description:
The ultrasound gastrovideoscope was returned to the service center with a report of "distorted image at bottom of ultrasound screen". This does not indicate an MDR reportable event. However, MDR reportable failures were found during testing at the service center. During inspection of the device, the (ke45) adhesive at the distal forceps cover was missing and there is a pinhole in the adhesive around the distal end light guide lens. In addition, the pink rubber on the probe has a cut. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunctions found during inspection were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.